Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated in the forward lock position with the anchor deployed from the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by attempting to rear-lock and deploy the device. The device was able to be fully rear-locked and all internal components were able to be fully deployed from the device. No issue with device function was identified. The carrier tube and hemostasis sheath were fully separated in order to examine the tubing of the carrier tube. No damage or issue was identified with the tubing. The complaint was unable to be confirmed for an issue with rear-locking or deploying the device. The exact root cause cannot be determined. The likely cause was determined to have been difficulty pulling the device back into the rear-locked position by the user. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device involved could not be pulled back. The whole system was removed, and manual compression was done. The patient was treated as intended. There was no significant delay of the procedure or loss of blood.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.